Manufacturer narrative:
Root cause: according to the physician, the root cause of the reported event of lens vaulting is related to capsular contraction syndrome.

Event description:
The physician reports performing bilateral cataract surgery with implantation of the crystalens. Approximately one month postoperatively, the lenses vaulted and the patient noticed a gradual decrease in uncorrected distance and near vision. Although there is no bcva decrease associated with the vaulting, the surgeon plans to perform a yag capsulotomy. The surgeon believes the vaulting is secondary to capsular contraction syndrome. Reference MDR #2031924-2009-00223.